Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton is sticking out of the tip and they are falling apart and they are not staying together [device breakage]. Case description: consumer reported via phone that cotton is sticking out of the tip, tampons are falling apart and they are not staying together. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton is sticking out of the tip and they are falling apart and they are not staying together [device breakage]. Case description: consumer reported via phone that cotton is sticking out of the tip, tampons are falling apart and they are not staying together. No injury reported.